Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller alleges pump did not display an error message when the piston rod got stuck. Requested return of the alleged device for evaluation.